Manufacturer narrative:
The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump was tested with a test infusion set and the set locked in place properly. No reservoir tube anomaly was noted. The pump had a cracked case at the display window corners, a peeling keypad overlay, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had several cracks. The customer's mother reported that the buttons were bubbling up. The customer's mother reported that the reservoir would not lock in place. The customer's mother was a crack underneath the screen as well. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.